Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Was a new drain placed during a 2nd surgical procedure (surgical intervention)? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: the drain breakage occurred postoperatively. After the drain breakage, another drain was inserted. There is no problem with the patient's condition after the procedure. Additional information has been requested and received. What is the lot number? Unk. Please confirm, was the drain broken into two or more pieces? Probably two pieces. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Unk. If broken post op when removing drain from the patient: please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device would not be returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was a new drain placed during a 2nd surgical procedure (surgical intervention)? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. When milking was performed with absorbent cotton, the drain was broken outside the body. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.